Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, the lens was mounted in a company cartridge and company injector and came to know that doctor evidenced a rupture in the optical area and requests a lens change. Which was performed and implant in the patient without a problem. Additional information was received and stated, there was no patient contact and no patient impact.

Manufacturer narrative:
Additional information was provided in d.9.,h.3.,h.6 and h.11. The product was returned for analysis and damage was observed to the intra ocular lens (iol). Iol returned positioned incorrectly in the iol case. Solution is dried on the iol. The optic is torn or split cut dividing the optic in three, with a small segment of the optic missing. One haptic is broken or torn and not returned, the other haptic is broken and is returned. The complainant indicates the use of non-company viscoelastic which is not qualified for use with the associated iol model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The complainant indicates the use of non-company as a viscoelastic which is not qualified for use with the associated intra ocular lens (iol) model. The reported complaint was not observed as no sample was returned for analysis, however, based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).